Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that the customer experienced high blood glucose level of 597 mg/dl at the time of incident. Current blood glucose was 530. Customer reports the following symptoms related to their high blood glucose was feeling sick. Customer reports they do not feel okay to troubleshoot. Customer has been getting low battery alarms. Customer daughter states that she will call at a later time to run the rest of the test. Insulin pump was vibrate or vibrate and audio mode. Customer declined to troubleshoot for high readings. Advised customer that if high blood glucose level continues to visit emergency room. The product was not returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.